Event description:
It was reported that the lead exhibited less than 200 ohms impedance in the unipolar configuration. The sensing was 3.75 to 4.6 mv in unipolar and the capture threshold was 1.5 v at 0.6 ms. In bipolar, lead impedance ce was 427 ohms, no sensing was observed and capture threshold was 5 v at 0.6 ms. The pulse generator was programmed to pace and sense in unipolar.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.